Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a off no power alarm on their insulin pump. Customer's blood glucose was 140 mg/dl. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer also stated their insulin pump was not dropped or bumped. The customer also stated there were no unattended alarms. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.